Event description:
It was reported that a patient underwent a kyphoplasty procedure. During the procedure, it was noted that the balloon had a pressure in the vertebral body of 150 psi. It was not possible to applicate the contrast medium into the balloon, and after a few minutes, about 2 ml of contrast medium went into the balloon. When the physician started to remove the balloon from the osteointroducer, he was not able to deflate the balloon. Reportedly, the balloon deflated very slowly by removing from the vertebral body. The patient was reported to be in good health. No add'l info was reported.

Manufacturer narrative:
Method: device not returned, followed up with company representative.